Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer reported that blood glucose level was not affected. Reportedly, the customer continued to use the pump for insulin therapy but had manual injections available for alternate insulin therapy.